Manufacturer narrative:
(B)(6).

Event description:
The reporter contacted animas on (B)(6) 2017 alleging the pump experienced an intermittent power issue on (B)(6) 2017. The reporter denied damage to the pump or the battery cap. There is no indication the alleged product issue caused or contributed to an adverse event. The pump was returned to the manufacturer and investigated by product analysis on (B)(6) 2018. On investigation, the black box data revealed several records of unexplained power on reset events. The returned battery cap was intact, measured within the required specifications and able to secure properly to the pump to maintain electrical connectivity for investigation. The pump powered on and ez-prime steps were successfully completed. The pump was exercised for 24 hours without any interruption of power. Investigation did not duplicate the alleged ¿intermittent power¿ complaint. There was no damage, defect or contamination of the pump¿s interior components. Unrelated to the original complaint, the battery compartment was noted to be cracked during the investigation.